Manufacturer narrative:
Medtronic evaluated the device. The root cause was determined to be due to an intermittent connection of the therapy/power pcb ribbon cable. After reseating the therapy/power pcb ribbon cable, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device had no dc operation. There was no patient use associated with the reported event.